Event description:
Customer reported via phone call to have received excessive no delivery alarms but insulin pump did not beep or vibrate. Customer's blood glucose was 450 mg/dl. Customer also reported that there was a leak at site underneath tape. Customer reported that neither tubing nor needle was damaged. Customer reported to have resolved no delivery alarm with a complete set change. Customer was assisted in changing alert type to vibrate and ran a self-test and test was passed. Customer was advised to change infusion set and to return for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.